Event description:
The customer received questionable thyroid results for one patient sample from a cobas e602 analyzer. The specific date of testing was not provided. The sample was submitted for preliminary investigation and was tested on centaur, cobas e411, and e170 analyzers. Refer to the attachment to the medwatch for all patient data. Of the data provided, only the results for free thyroxine (ft4) and free triiodothyronine (ft3) were discrepant. (B)(4). Information concerning if any result was reported outside the lab was requested, but was not provided. No adverse event was reported and no action was taken.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided data, a general reagent or calibrator issue could be excluded.

Manufacturer narrative:
This event occurred in (B)(6).